Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The customer indicated that they were activating the safety shield by snapping the safety device down on the counter. Bd recommends that users do not attempt to engage the safety shield by pressing it against a hard surface. Best practices for activation will be shared and reinforced in the customer letter. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that shield break off occurred during use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, " I am reporting a malfunction on the bd vacutainer 21g eclipse blood collection needle. Lot# 9157714. Exp 5-31-2024. When going to snap the safety device down on the counter, the safety came out of the lock. There was no needle stick injury as a result."